Event description:
Reporter indicated a pt had vns pin reinsertion surgery, which resulted in normal device function. No devices were explanted or implanted. It is suspected the reason for the pin reinsertion surgery was high lead impedance, but this has not been confirmed.